Event description:
It was reported that the zeta was passed through a newly implanted stent to treat a lesion distal to it (contrary to IFU). During deployment the balloon ruptured above rbp at 18 atm (contrary to IFU) and the sds could not be removed from the stent. The shaft separated during the withdrawal efforts, and the pt was taken to surgery to remove the separated distal catheter segment. The pt is reported to be doing well.